Event description:
It was reported that the customer described that the numbers on the insulin pump were rambling when calculating a bolus on the insulin pump. The customer then received the button error alarm afterwards. The customer stated that no button was pushed for over three minutes. The customer was unable to clear the alarm. The customer confirmed that their insulin pump had no cracks and was not exposed to moisture. Explained that the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.